Event description:
The patient was brought to the operating room and placed in supine position. He was intubated without difficulty, and general anesthesia. Incision made and opened up the right frontal, right postauricular, and right periumbilical incisions. Identified the persisting shunt hardware and removed it in its entirety. There was no flow from the proximal ventricular catheter. Assembled the new shunt and passed it from the right frontal the right postauricular to the right periumbilical incision without difficulty. Removed the ventricular catheter and then placed a new 5.5cm catheter in its place with excellent flow of clear cerebrospinal fluid (csf) under pressure. The reservoir snap assembly was attached and then placed the distal end of the shunt in the abdomen using the peritoneal trocar. Antibiotics were placed within the shunt, and the wound was closed. The patient was extubated without difficulty and returned to the recovery room in stable condition.====================== health professional's impression======================CT scan showed significant interval increase in the size of his ventricles. He was diagnosed with a shunt malfunction.====================== manufacturer response for ventricular catheter shunt, bioglide catheter======================the manufacturer is aware of this problem and has issued a recall on this bioglide catheter. (FDA recall #'s z-1124-2009 to z-1134-2009).